Event description:
It was reported that during procedure, the subject guidewire tip broke off inside the balloon. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Based on the results of the DHR (device history record) review, there is no indication that the device, labeling or packaging failed to meet its specifications when released. The subject guidewire was not available; therefore, a visual inspection as well as a functional evaluation could not be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event was unable to be confirmed, and it cannot be confirmed that the device met specification, as the device was not returned. It was reported that the tip of the guide broke off in the balloon. No further information was available. As per the additional information, it is unknown if any force was applied against the resistance, torque was not applied when retrieving the device from the blood vessel, the microcatheter distal tip marker was maintained at the proximal end of the stent during manipulation or removal, continuous flush was set up and maintained throughout the clinical procedure and the patients anatomy was of average tortuosity. There are many potential causes for the reported guidewire fracture during use, including advancing the guidewire against resistance and torquing the guidewire against resistance. As the guidewire was not returned and a review of available information fails to indicate an assignable cause for the reported event. An assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during procedure, the subject guidewire tip broke off inside the balloon. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.